Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, while stapling the stomach, three units of reload had poor staple formation and incomplete staple line on the proximal part. Another reload was to resolve the issue and completed the case. There was no patient injury.